Event description:
On or about early 04/05 had annual eye exam. I wear soflens toric 66 by bausch and lomb. Was given free samples of renu solution. Prior to this visit I have always used opti-free by alcon. I used the renu solution from the date of that visit till approx the end of 06/05. I began to have eye irritation shortly after beginning use of this product.